Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with label damage. Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Unit alarmed ardware low level failure a(variable 3) during self test and confirmed in the insulin pump history due to broken pin 6 trace (sda) on u1 keypad assembly. (B)(4).

Event description:
The customer reported via phone call that the serial number of backside of insulin pump was rubbed off. Customer had trouble to connect transmitter with insulin pump. Customer was assisted with connecting insulin pump with transmitter. Insulin pump will be returned for analysis.